Event description:
Caller indicated the relion micro meter was reading high. Caller stating that the micro meters have been reading high, that her son has been trying to get control of his diabetes, and that our meter is not working and now he is in the hospital with a leg infection. I attempted to educate the mother on how the meter is designed to give an estimate and that there can be up to a 20% difference - she was argumentative and didn't want to hear a word of education - with this meter there was no specific incident given - but they feel that this meter contributed to the fact that he is now in the hospital. Caller is requesting a refund for the product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.